Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device could not confirm the reported condition. A conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-04059 / 04060 / 04061).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6), 2015. Subsequently, patient was revised on (B)(6), 2015 due to instability and was revised again on (B)(6), 2015 due to dislocation.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2015-04060 / 04061).